Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting intermittent right atrial (ra) lead channel undersensing, the issue was resolved with reprogramming. This ICD remains in service. No adverse patient effects were reported.